Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had reboot issue. Customer stated that server was manually rebooted due to performance issues, unable to come back online. All device and server went offline on remote support service and in critical override. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the onsite security attack was reported. A technical support specialist (tss) worked with hospital information technology team (hit) and dialed into all in one (aio) prod server via remote smart service (rss) using the carefusion admin account. Server databases were checked and confirmed to be healthy, with no databases found in corrupted or suspect mode. Data synchronized and web application logs were reviewed and no errors were identified. Sql server reporting services and sql server browser services were found disabled and were subsequently enabled. Authentication through pes and health sight viewer (hsv) was successful. Remote access to the aio test server via rss was unavailable due to the device being offline and attempts to restart rss services remained in a queued state. The field service engineer (fse) informed hit and coordinated next steps pending supervisor follow up and completion of actions per knowledge article 'tsc ransomware case handling procedures' after which customer validation and security scanning were to be completed. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had reboot issue. Customer stated that server was manually rebooted due to performance issues, unable to come back online. All device and server went offline on remote support service and in critical override.however, there were no delays or adverse events or injuries reported based on this event.